Manufacturer narrative:
(B)(4).

Event description:
Information was received from a caretaker regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported they assisted the patient with switching from b mode to a mode and when they made the switch, the patient started to feel really weird, their face started contorting, and the left side was pulling up towards the patient's ear. They also started to shake all over and were in major distress. They had done the same thing (switching from b mode to a mode) the week prior to report and these issues did not occur. When they made the change to the settings, they verified that the stimulator was on and ok. They contacted the health care professional (hcp) office regarding the issues. It was a sudden change. Further follow-up was being conducted to determine what troubleshooting/actions/interventions occurred, what the cause of the symptoms was and if the issues had been resolved.